Manufacturer narrative:
Date of event: estimated based on aware date as the event date was not reported.

Event description:
It was reported that device rupture occurred. The opticross imaging catheter was selected for untrasound examination of the target lesion. During the procedure, however, the sheath ruptured. There were no patient complications reported.